Event description:
We got the feedback from horizon applier item number 137082, what customer has used decades. Helsinki university hospital is the client. They are using always with horizon clips with horizon applier. They have used also always your maintenance service, when they got new repaired appliers, when they send back to repair used appliers to you. Past 6 months surgeons have noticed that clips are not hold tight and drop to surgical site from applier and it always applier repaired 137082, other size of appliers working perfect.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending.

Manufacturer narrative:
(B)(4). One sample of 137082 lot# 04c0800032 was returned for evaluation. This device is over 10 years old and has exceeded the expected life. The device was confirmed to pick-up and hold clips. This appears to be a usage error and may be noticed more in older appliers due to spring wear. Clips will drop if handles are partially closed which deforms the clips prior to application. The small clip is the most fragile of the clips. Age of device is more than 10 years old and beyond expected life. Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted. The manufacturer will continue to monitor and trend for reports of this nature.

Event description:
We got the feedback from horizon applier item number 137082, what customer has used decades. (B)(6) hospital is the client. They are using always with horizon clips with horizon applier. They have used also always your maintenance service, when they got new repaired appliers, when they send back to repair used appliers to you. Past 6 months surgeons have noticed that clips are not hold tight and drop to surgical site from applier and it always applier repaired 137082, other size of appliers working perfect.